Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-01502. It was reported the pt was not receiving stimulation and could not communicate with his ipg. He observed communication errors with his programmer. A replacement programmer did not resolve the issue. The pt's ipg was replaced with a new one. X-rays taken during the procedure showed the lead had migrated. The physician noted the lead was kinked so he replaced the lead with a new one. The pt is doing well.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.